Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 2, dilated anulus, enlarged atrium, and rotated heart. A triclip xtw (50227r1090) was inserted and advanced to the tricuspid valve. However, while in the valve, difficulties visualizing the septal leaflet and the clip became caught in septal chordae. The clip was able to be removed from the chordae. However, while retracting the clip back to the right atrium, it was observed that one gripper was not functioning as intended. It was noted that one gripper line wasn't visible anymore, the end of the gripper line was visible on the distal end of the cds. Therefore, the clip was removed and replaced. A triclip xtw (50227r1088) was then inserted, and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed from the patient and the procedure was discontinued. No clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the reported difficult positioning in anatomy was due to procedural circumstances. The cause of the reported broken gripper line and difficult imaging were unable to be determined. The reported single gripper actuation issue was a cascading event of the reported broken gripper line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.